Event description:
It was reported that the patient experienced shortness of breath coincident with peritoneal dialysis (pd) therapy. The cause of the shortness of breath was not reported. On an unreported date, the patient was hospitalized for the event of shortness of breath. The treatment and outcome of the event of shortness of breath was not reported. At the time of this report, the patient was still hospitalized. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.